Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely, review of transmission revealed the implantable cardioverter defibrillator (ICD) delivered inappropriate antitachycardia pacing (atp) for supraventricular tachycardia (svt). No intervention was performed. There were no patient consequences.